Manufacturer narrative:
Device evaluation: the insulin cartridge and pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn above the up arrow button. Evaluation revealed that the ok keypad button was intermittently responsive. The up and down buttons were unresponsive. There was evidence of keypad contamination found under all key contacts. The ok button key contact was found to be inverted. Unrelated to the keypad issue, investigation revealed the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed keypad button contact damage, a keypad response issue, and a dim and discolored display. This report is made based on results of the investigation performed on (B)(4) 2014.